Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged and moved into the patient's coronary sinus. As a result, the lead will be electrically turned off until a repositioning procedure can take place. To date, there have been no adverse patient effects reported.

Event description:
Additional information became available that this lead was explanted due to an earlier noted dislodgement as well as high thresholds.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.